Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. 3 oct customer response: please confirm which batch number effected? Serial or lot number: 4178991 or 4152796 unable to confirm which one. Investigation: a device history record review was completed by our quality engineer team for provided material number 383511 and unconfirmed batch numbers 4178991 and 4152796. The reviews did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva single port leakage occurred at catheter/hub junction. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): 2024-09-26. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: the patient was here to receive IV zometa. The nurse inserted the piv. Once inserted, the nurse flushed the IV and there was leaking noted from the IV device at the junction where the cannula meets the wings. Impact of incident: the piv was discontinued. The nurse had to insert another piv in order to administer the prescribed medication. Who was affected? Patient. (B)(6): what was the impact to the patient? Level of harm: no apparent harm - reached patient/person, inconvenient.